Manufacturer narrative:
Patient identifier, gender, and weight not available for reporting. Date of event: unknown. This report is for an unknown 3.5 mm plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant/explant not available for reporting. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: doornberg, j., ring, d., jupiter, jb. (2004), effective treatment of fracture-dislocations of the olecranon requires a stable trochlear notch, clinical orthopaedics and related research, no. 429, pages 292-300 (USA). The goal of the retrospective review was to better define and characterize fracture-dislocations of the olecranon and to provide additional data regarding complications and elbow function after operative treatment. There were 26 patients (15 men and 11 women) with an average age of 49 years (range, 20-82 years) who had fracture dislocations of the elbow were treated with unknown synthes 3.5-mm plate and screws. The final overall results of all patients were rated according to the system of broberg and morrey, and with the american shoulder and elbow surgeons elbow evaluation mentioned. According to the 100-point scale of broberg and morrey, 95-100 points were considered excellent results; 80-94 points were good results; 60-79 points were fair results; and 0-59 points were poor. Radiographic signs of arthrosis also were rated according to the system of broberg and morrey. According to this system, a normal elbow is grade 0, an elbow with slight joint-space narrowing with minimum osteophyte formation is grade 1, and elbow with moderate joint-space narrowing and moderate osteophyte formation is grade 2, and an elbow with severe degenerative change and gross destruction of the joint is grade 3. The patients were evaluated at an average of 6 years (range, 3-10 years) after the injury. The following complications were reported as follows: a (B)(6) patient had poor functional result according to broberg/morrey rating. This patient had malunion, stiff elbow. Subsequent elbow capsulectomy was complicated by infection, and had radiographic signs of ulnohumeral arthrosis according to arthrosis broberg/morrey grade 3. A (B)(6) man had heterotropic ossification formed anteriorly and flexion was limited to 110. This report is for an unknown synthes 3.5-mm plate this is report 1 of 4 for (B)(4).